Manufacturer narrative:
E1i event site telephone: (B)(6). Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2024, getinge became aware of an issue with one of our mobile tables 720001b2 - meera EU with auto drive. As it was stated, after positioning the patient in the trendelenburg position for a central line insertion, the staff was unable to put the table into zero position, level the patient using the level button or the reverse trendelenburg position button. Additionally, the manual buttons to adjust the head end of the table were very stiff. The issue occurred during cardiac surgery on the anesthetized patient and resulted in approximately a 20-30-minute delay as the staff attempted to change remote, use override panel, plug the table in, get personnel who know how to troubleshoot. According to provided information, one of the operating department practitioners reset the table and the surgery was completed despite the issue. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.